Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer patent foramen ovale (pfo) occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. It was noted that during procedure there was difficulty experienced deploying the right atrial disc of the 25mm amplatzer pfo occluder into the right atrium. Multiple deployment attempts were made to try and get right atrial disc into the right atrium using various guidewires and guide catheters, but intracardiac echocardiography showed each time the right atrial disc would end up in the left atrium. It was determined that the 25mm amplatzer pfo occluder was too small. The decision was made to remove and replace the 25mm amplatzer pfo occluder with a 35mm amplatzer pfo occluder. However, it was noted during deployment of the 35mm amplatzer pfo that a thrombus was present in the patient's right atrium, but did not adhered to the occluder or the delivery system. The decision was made to abort the implant procedure. It was noted that the patient had been administered heparin, but there was no activated clotting time taken. Both the 25mm and 35mm amplatzer pfo occluder had been removed prior to release from their delivery cable. It was noted that the the 9f amplatzer trevisio intravascular delivery system had not been replaced after 3 to 4 partial recaptures and removal of the 25mm amplatzer pfo occluder. The patient was noted to have been only consciously sedated for the procedure and there was noted difficulty crossing the patient's pfo with the occluders. The patient was noted to have been moving a lot due to only being consciously sedated, resulting in poor intracardiac echocardiography images. This also resulted in 9f amplatzer trevisio intravascular delivery system being in the patient for a significant period of time. The patient had been prescribed a regimen of 81mg of aspirin, but their compliance with taking the medication is unknown. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. The patient was stable and discharged at the time of report. The formation of the thrombus during procedure is believed to have occurred because of a longer than normal procedure and multiple guidewire and catheter exchanges. The patient will return on a future date to have another device implanted using transesophageal echocardiography while under general anesthesia. No patient consequences were reported.

Manufacturer narrative:
An event of difficulty deploying the device and thrombus formation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been as a result of the prolonged procedure time due to the multiple recaptures and guidewire/catheter exchanges. Thrombus is also a possible outcome of the procedure per the amplatzer pfo instructions for use, arten600197057 rev. A. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, " if the position of the device is unsatisfactory: - stabilize the delivery cable and re-advance the delivery sheath until the device is completely within the sheath. - reposition the device and deploy it again, or remove the device from the patient. The device may be repositioned and recaptured up to 3 times"h6 device code 2199 removed.

Event description:
N/a